Manufacturer narrative:
The reported incident that locking screw anchorage ø3.0mm / l26mm was alleged of issue s-41 (poor fixation) because it has been through the plate could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The root cause of this positioning issue has been identified as a design issue. This problem has been identified during (B)(4) and is addressed by CAPA (B)(4). A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. If any further information is provided, the investigation report will be updated. Device will not be returned.

Event description:
A 3.0 x 26 locking anchorage screw plsl 3026, did not lock into plate and went through the screw hole of 3mm open base wedge plate. Surgeon was not able to back screw out. It was reported that the event occurred during primary surgery.